Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/6/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - please confirm if the received device belongs to this complaint - could you please clarify if the additional device belongs to this complaint? - if not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. - if the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. - if you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex tracker number. -received information as following from sales rep via phone today. Please refer to the additional event information mentioned on note(a-13889755). The received device belongs to this complaint.

Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received 11 unopened samples pertain to the product code sa845g. Each sa845g sample contain 15 strands. As per the sampling plan, a visual inspection was performed on thirty-two suture strands, no defects were found on the packages. The packets were opened, the sutures were dispensed without problems and examined along of the strand and no issue related to breakage suture or anomalies were observed during evaluation. Also, a functional test was performed using an instron equipment and the tensile force was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. H6 component code: g07002 - no device problem found this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. China lab received (B)(4) on (B)(4), received 11 pcs sa845g suture with lot# xe4ae; 1 pcs sa845g suture with lot# xe2ag, 1 pcs sa845g suture with lot# up2fl, instead of 13 pcs sa845g suture with lot#xe4ae originally reported. Please confirm if the received device belongs to this complaint could you please clarify if the additional device belongs to this complaint? If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex tracker number. A device has been received; however, clarification is requested whether the product belongs to this complaint.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that the suture broke when sewing in an unknown surgery. Changed another one to complete the surgery. There is no report on patient's injury. 1 actual samples were discarded, but 13 sterile samples from same batch will be returned for analysis. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.